Event description:
It was reported that the guide wire first used with a balloon catheter in the rca. Then in a second intervention in the lad two stents were deployed and a balloon catheter was used. Upon removal of the guide wire resistance was encountered. The guide wire was removed, but it was separated. A gooseneck snare device was used in an attempt to retrieve the separated guide wire, but it was not successful. A different snare device was used in a second attempt and the separated portion of the guide wire was removed from the pt.